Manufacturer narrative:
Complaint is not confirmed. -the returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation, the pump housing right latch door is broken. The original warranty seal was present and completed. The manufacturing date of the device is 2020-01. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/21/2023, it was reported by a sales representative via sems-06037621 that an ar-6480 dw arthroscopy fluid management device had an issue. The device was not reading pressure correctly. It over-inflated the joint, causing fluid to leak into surrounding tissue. The case ended with adverse effects to the patient. This occurred during use in an unspecified procedure. Additional information has been requested. On 9/22/2023, the sales representative provided the following information via phone: this occurred during a rotator cuff biceps tenodesis procedure on (B)(6) 2023. Arthrex ar-6410 inflow tubing and ar-6430 outflow tubing with unknown lot numbers were used and discarded after the case. The complaint pump was used to complete the procedure. Pump settings were at 35, and the fluid extravasation was localized in the shoulder area. The excess fluid was removed at the end of the procedure by compressing the area by hand, forcing the excess fluid out through the portals before closing up. There was no permanent tissue damage reported. The case lasted about 90 minutes, and there was no case delay reported due to the event, and no additional anesthesia had to be administered. It has not been indicated if the patient was discharged after the case or had to be kept overnight, but the sales representative will confirm with the surgeon. On 9/22/2023, the sales representative provided the following information via email: no clamp/pressure test was performed prior to tubing use. No error messages or alarms occurred. The neoprene sleeve was not flattened/compressed. The patient was discharged the same day and was fine to date, per the hospital.